Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not annunciating audible tones for alerts. Customer's blood glucose level was 66 mg/dl. The customer declined to provide additional information and declined to perform troubleshooting with tandem technical support.